Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "white spots" and "shoulder pain". Later healthcare professional reported "no complaint against the device". Later healthcare professional reported "ruptured implant". This record is for the right side. Device was explanted and replaced with non-abbvie device. The device was disposed.